Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd nano¿ 2nd gen pen needle would not attach to the novolog flex pen during use. The following information was provided by the initial reporter: "consumer reported finding pen needles from this box not attaching to his novolog flex".

Event description:
It was reported that bd nano¿ 2nd gen pen needle would not attach to the novolog flex pen during use. The following information was provided by the initial reporter: "consumer reported finding pen needles from this box not attaching to his novolog flex"

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history record review showed no non-conformances associated with this issue during the production of this batch.